Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a healthcare professional (hcp) via a manufacturer representative (rep), regarding a patient receiving ketamine (1,500 mcg/ml, 600 mcg/day) and dilaudid (20 mg/ml, 8 mg/day) via an implantable pump for malignant pain. It was reported the pump started dehiscing "about 3-4 weeks ago", but the patient was going through chemotherapy at the time, so they had to wait to replace the pump until today ((B)(6) 2020). The rep called for assistance in programming. The new pump was placed on the other side of the patient's abdomen. The rep stated the hcp was able to successfully aspirate from the catheter access port (cap). The rep was also assisted in recoupling the patient's ptm to their new pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2020-feb-06. It was reported that the patient's weight was unknown. The pump would not be returned because the issue was with the patient's wound and chemotherapy, not the pump.